Event description:
In 2004 the reporter called lfs on behalf of pt alleging that their surestep enhanced meter was reading inaccurately low. Senior medical affairs specialist spoke with pt's family member in 2004 to obtain additional info. The pt had noticed low readings for approx a few weeks. They were advised to stop taking insulin if their blood glucose readings were below 100 mg/dl. Pt had been prescribed 16 units of 70/30 in the morning and 6 units in the evening. As a result of the meter reporting in mmol/l rather than mg/dl, the pt has misinterpreted their blood glucose levels for several weeks. They had at time not taken insulin for 3 to 4 days because the results had seemed low, as a result of the mmol/l setting. In 2004 the pt had been feeling ill and vomiting. Their home health nurse had tested pt and obtained a 110-mg/dl-reading, which was actually 11.0 mmol/l. They had called the paramedics. Upon their arrival, a reading of 260 mg/dl was obtained on their meter. No treatment was administered and the pt was not taken to the hosp. Their family member had administered their insulin that same evening. The customer service rep was unable to perform troubleshooting, as pt's control solution had expired. Based on the info supplied by the pt, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. However, the pt experienced injury and medical intervention due to use error. Pt's meter and expired control solution were replaced.